Event description:
Intraoperative surgeon found a piece/ fragment of the ureteral catheter in the ureter and was able to grab it with a basket. All parts retrieved from patient and the field. No harm to patient or delay in the procedure. FDA safety report ID # (B)(4).